Event description:
Initially reported by an allergan rep as: "the patient had her lap-band inserted in [date]. The patient lost up to (B) (6) pounds. I received a call from the patient that the patient could not even get liquids down. The patient had the band removed on [date]. The patient believes that scar tissue at the site of the band caused the adverse results." Follow-up (with the patient) results: "the pa (physician assistant) did all my frequent adjustments. When I had trouble swallowing and could not even drink water a few months ago an x-ray was taken to rule out a possible band slippage. My stomach was totally closed. Finally the pa told me I possibly have scar tissue that needs to be removed surgically. The lap-band was removed completely." Follow up with the surgeon: per the operative report (of the explant procedure) a capsule had formed around the port and this capsule had constricted the tubing and port septum and impaired the lap-band system's functioning. The patient had agreed with the surgeon prior to the surgery that the device would be explanted if it was determined that a capsule had formed and the "scarring" may re-occur with a replacement device. Per the patient's request no replacement device was implanted.

Manufacturer narrative:
Taper ii. (B) (4). The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Obstruction, dysphagia, and irritation/inflammation are surgical/physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of obstruction and dysphagia as follows: "obstruction and stomas has been reported as both an early and a late complication of this procedure. This can be caused by edema, food, improper initial calibration, band slippage or pouch torsion. If there is total stomal outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove that band is indicated. Nausea and vomiting may occur, particularly in the first few days after surgery and when the patient eats more than recommended." In addition, device labeling addresses foreign object reactions as follows: "special care must be used when handling the device because, contaminants such as lint, fingerprints and talc may lead to a foreign-body reaction. Complications which may result from the use of this product includes the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body."